Manufacturer narrative:
Device evaluation details: the device was returned for evaluation and the evaluation has been completed. The returned device's visual inspection and screening test were performed following biosense webster (bwi) procedures. Visual analysis of the returned device revealed reddish brown material inside and a hole on the pebax with internal parts exposed. The device was connected to the carto 3 system and it was recognized; however, errors 105 and 106 were displayed on the screen due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the complaint were found during the review. The force issue reported by the customer was confirmed, the potential cause of the open circuit cannot be determined. The root cause of the damage of the pebax could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer's reported force issue and open circuit in the tip area. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a left atrial flutter (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that when they tried to come on ablation the force indicator went straight to high and the background was flashing. Caller stated that they re-zeroed the catheter. They came on ablation and the same issue occurred again. The cable was replaced without resolution. The catheter was replaced and the issue resolved. The case continued. There was no patient consequence. On 8-apr-2024, the bwi pal revealed that a visual inspection of the returned device found a hole on the pebax with internal parts exposed and a reddish-brown material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.